Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition while on the low volume setting. The pump was returned to the biomedical engineering department with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the pump did not sound an audible alarm tone during an alarm condition while on the low volume setting. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. The device did not sound an audible alarm tone during an alarm condition while on the low volume setting. This was due to the central processing unit board printed wire assembly. (B) (4). (B) (4).